Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficultly charging the pump, possible due to usb port damage. There was no reported impact to the customer¿s blood glucose level. The customer declined follow up from tandem technical support and no further information was provided.